Manufacturer narrative:
Unable to perform prime test due to loose drive support disk. The insulin pump received with loose drive support disk. The insulin pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin is dripping from the infusion sets during the rewind process. The blood glucose reading is 137 mg/dl. Insulin is squirting out during the manual prime process. The drive support cap is protuded. Customer advised to discontinue the use of the insulin pump. Nothing further reported.